Manufacturer narrative:
Product event summary: the data files for the date of the event were returned and analyzed. The files showed at least nineteen applications were performed with the balloon catheter (2af284 with lot: 06361) without any system notices or issues. No product malfunction was alleged, and no physical product was returned for analysis. Additionally, a known clinical issue was encountered during the procedure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, a drop in compound muscle action potential (cmap) was noted and twitching was not noted via palpation. The ablation was then stopped via double-stop technique and phrenic nerve injury was noted. It was noted that the patient's phrenic nerve injury did not recover, and the patient was placed under monitoring. No further patient complications have been reported as a result of this event.